Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens of _7.50 diopter was implanted into the patient's right eye (od) .elevated iop was observed. It was reported that on (B)(6) 2023 the lens was rotated vertically and the problem resolved. Surgeon states " looks great, below baseline, off all drops". Cause of event was unknown.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).